Manufacturer narrative:
The right ventricular lead remains in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this right ventricular lead was not capturing. The sensing and impedance measurements had also decreased since implant. The device was programmed to unipolar and pacing outputs and sensitivity was adjusted for optimization. No adverse patient effects were reported.